Manufacturer narrative:
(B)(4). (B)(6). (B)(4). The flogard infusion pump was serviced on-site. An alarm log review, power on self-test, air-sensor testing and visual inspection were performed. During the alarm log review and power on self-test the air alarm was identified. The cause of the alarm was an out of calibration air sensor. The sensor was recalibrated to fix the reported condition. The pump passed all testing and was returned to the customer in working order. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a flogard infusion pump experienced an air alarm. There was no patient involvement. Additional information was requested and is not available.